Manufacturer narrative:
H10: internal complaint reference case(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found in the first image an excess of solution squirting from the canula still connected to the patient and in the second image shows the device set in the lowest setting of 0.5 l/min. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to excessive fluid include cannula selection or device set up. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the dyonics 25 pump was releasing a lot of serum at its lowest setting. The procedure was completed with the same device with no surgical delay. No further complications were reported.